Event description:
A patient reported blood glucose results of 139 mg/dl, 160 mg/dl and 205 mg/dl with a lifescan meter, performed within 10 minutes of each other. Patient was unable to provide control solution result. Meter was replaced.